Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer had high blood glucose of 416 mg/dl, 364 mg/dl, 331 mg/dl, 308 mg/dl, 337 mg/dl, 400 mg/dl. The customer was treated with the manual injection. Troubleshooting was done for high blood glucose. The insulin pump will not be returned for analysis.